Manufacturer narrative:
Our evaluation found the insulation is destroyed and the proximal end is loose from shaft. Material appears to be cut/shaved off by trocar during use. The area missing the insulation is approximately .8 cm x 3 cm. The insulated outer tube has been in use for approximately 2 years.

Event description:
Allegedly, the insulation on the shaft of the instrument fell off in the patient during a procedure. They were able to retrieve all pieces and it was reported there was no harm to the patient.